Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges the scooter abruptly stopped and tipped over and allegedly threw the consumer off in doctor's parking lot,